Event description:
It was reported that a vns patient underwent generator replacement surgery as the patient experienced pain at the generator site due to unknown reason. No patient trauma or manipulation was reported to have contributed to the reported pain. Good faith attempts to obtain the explanted product resulted unsuccessful to date as the explant facility does not return explants.